Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was placed on the septum wall of the right ventricle. When placing the atrial lead, the rv lead had dislodged, causing an increase in the pacing impedance and r-wave amplitude variation. The rv lead was attempted to be repositioned but was eventually explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.